Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the programmer exhibited an error message and was unable to interrogate the pacemaker. It was unknown whether this was due to an issue with the pacemaker or the programmer. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Customer complaint of failure to interrogate was confirmed. Final analysis found that the device was at end of life. When a new battery was placed in the device, analysis was normal and no anomalies were found. Additional information: d10.